Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, a sensor error occurred earlier in the day; however, the exact duration between the malfunction and the onset of symptoms is unknown. When the patient stood up to shave, he reported feeling a sudden rush in his blood, followed by loss of bodily control, shaking, and dizziness. His body began bobbing up and down, and he subsequently fell, striking his ribs on the sink, then the toilet, and ultimately hitting his head on the door. The patient believes he was unconscious for an undetermined period before being discovered by nursing staff. Emergency services were contacted, and the patient was transported to the hospital by ambulance. At the time of the event, the patient was unaware of his blood glucose level. He was unable to confirm specific treatment but stated that a CT scan with contrast was performed. The length of his hospital stay remains unknown. At the time of reporting, the patient indicated ongoing symptoms, including numbness in the fingers and arms and frequent headaches since the fall. He also reported returning to the hospital for multiple MRI scans; however, no diagnostic imaging results were provided. It remains unclear whether the patient experienced a hypoglycemic or hyperglycemic event. There is no documentation of further medical evaluation or intervention. Attempts to obtain additional information from the patient were unsuccessful. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.